Event description:
It was reported to boston scientific corp on aug 7, 2008 that a rapid exchange biliary cannula device was used. According to the complainant, prior to using the device, it was noticed that the distal end had a "bad connection to the catheter at the merging point of the two lumens" (guidewire lumen & contrast lumen). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
A visual examination of the returned device noted that the single lumen extrusion was detached from the catheter at the bonded joint area. The dual lumen extrusion was noted to be wavy and twisted in appearance. The cause of the reported malfunction is undermined. The july 2008 15- month rx biliary cannulas product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.